Manufacturer narrative:
The investigation into the product damage issue has been completed. The impella pump was returned for investigation. The visual inspection confirmed the clinical details indicating the sterile sleeve was ripped by the technician. The root cause of this issue was due to improper technique by the end user resulting in the sterile sleeve being ripped. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the technician was unable to unlock the tuohy during catheter preparation. The technician reportedly attempted to unlock the tuohy by using hemostats and ended up ripping the sterile sleeve. This impella was unable to be used due to concerns of sterility and was replaced with another impella. There was no patient harm reported, and this device was not used.